Manufacturer narrative:
This report is submitted on january 30, 2020.

Event description:
Per the surgeon, the magnet was electively explanted on (B)(6) 2019 due to non-use by the patient. The implant remains in-situ.